Manufacturer narrative:
The initial reported event of lead extraction and patient symptoms were previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30-day report. Product event summary: the distal portion of the lead was returned and analyzed. The analysis indicate that the proximal conductor of the lead developed a fracture due to flexing while in vivo. The right ventricular defibrillation coil developed a fracture due to flexing while in vivo. The analyst noted that the proximal conductor was fractured at 62.5 cm and the right ventricular defibrillation coil was fractured at 62 cm from the connector pin. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was replaced due to the field advisory. The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event. (B)(6) 2010, (B)(4): a lawsuit further alleged that the patient "suffered physical and other injury" and that the patient "sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages. [Patient has further] suffered physical injuries and various physical manifestations of emotional distress associated with one or more of the following: the implantation, recall, failure, removal/replacement, and/or inability to have the defective [lead] removed or replaced."